Event description:
In this case, it was reported that the patient underwent redo-mvr after an implant duration of approximately 9 years due to prosthetic valve stenosis with calcification. The device was replaced with a new edwards bioprosthetic valve. Of note, this patient also had redo-avr for the same diagnosis. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Of note, this patient also had redo-avr. Please reference MFR report #2015691-2013-19334.

Manufacturer narrative:
Evaluation summary: the device was returned to edwards for analysis which confirmed the original report of calcification. Minimal to moderate calcification was detected in the cusp of leaflet 1. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice. Host tissue is moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. There were parts of the valve leaflets cut out and not provided. The x-ray demonstrates calcification.